Manufacturer narrative:
The reporter indicated that the surgeon implanted a 13.7mm vicmo 13.7 implantable collamer lens -8.5 diopter in the patient's right eye (od) on (B)(6) 2014. Surgical enlargement of pi was not performed. (B)(4).

Manufacturer narrative:
Explanted (B)(6) 2017. This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7 mm vicmo13.7, -8.5 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6)2014. On (B)(6) 2017, the lens was explanted due to elevated iop, pigment dispersion, and mild visual field loss. Small signs of pigment dispersion was seen at preop exam, but (considering development) was mis-assessed. Surgical enlargement of pi was performed and iop lowering eye drops were used. Glaucomatous disc was seen in the eye, but otherwise the eye is normal. Patient's post-op bcva on (B)(6) 2017 was 20/30.